Manufacturer narrative:
A ge service rep performed an on site investigation. The power supply, hard drive, and the software upgrade were installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 9600 system locked up prior to a case. No pt injury was reported.